Event description:
The iab catheter did not open on a mansfield pump. The iab was not returned to MFR for eval. The iab was discarded by the facility. Event complications: unknown - reported 11/22/96. Pt's current status: unk - rpt'd 11/22/96.